Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing in the ventricle. The myopotential noise resulted in pacing inhibition and diverted episodes. The lead was explanted and replaced with another guidant defibrillation lead.